Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2010. During the implant procedure, ventricular fibrillation (vf) induction procedures were performed. Reportedly, the number of pacing pulses delivered before the shock on t-wave - during the vf induction procedures - was inadequate (different from the programmed value).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was mfg and used outside the us. Analysis is pending.